Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument blade broke off and fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.437¿ from the base, and the broken piece was returned with the instrument. The complaint regarding a broken instrument blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Image/video of the harmonic ace instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) analyst. They showed that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved with another instrument. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This event is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use. The instrument was used for dissecting tissue and performed as intended up until it broke. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.